Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure performed on (B)(6), 2009 (patient exact age unk, however, it was noted to be over 65 years). According to the complainant, during the procedure, the probe would not pass any current. The physician changed the generator and still had the same trouble. The physician got a second of the same device and was able to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual inspection was performed on the returned device. The entire length the catheter, ceramic tip and the banana plug retainer inside connector end were inspected. No anomalies or inconsistencies were noted. Electrical testing and an isolation of electrodes test were performed. No anomalies were observed. The specimen wire does not present any indication of defect or anomaly. The complaint was analyzed and not confirmed. The root cause of failure could not be determined with certainty. The failure reported may be related to the generator settings used during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).